Event description:
It was reported that the patient experienced loss of consciousness on three occasions. There were episodes of shocks and the patient was admitted two times to the hospital. The spouse questioned if the device or leads were malfunctioning or if the arrhythmias were caused by the device. The patient continues to feel chest pain. Follow-up attempt to acquire additional information from the clinic reported the patient as deceased with no cause of death available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information regarding the death with the funeral home and the physician's office were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant product: product ID 5076-52, implanted: (B)(6) 2006; product ID 694965, implanted: (B)(6) 2006. (B)(4).